Event description:
Patient reported receiving an e4 (occlusion error) message in the night. Patient stated he changed the infusion set and needle and then one hour later he woke up because of an e2 (battery depleted) error message. Patient reported he changed the battery. Patient stated a few hours later he woke up because he felt sick and had to throw up. Patient reported he checked his blood glucose level at 8 am with a reading of 25 mmol/l (450 mg/dl); took a bolus and then one and a half hour later his blood glucose level was 28 mmol/l (504 mg/dl) so he gave another bolus. Patient stated one and a half hour later his blood glucose level was hi, so he called the hospital and the diabetes nurse told him to come to the hospital. Patient's normal blood glucose level was not provided. Patient reported he arrived at the hospital at 3 pm and had to stay there. Patient stated he received an infusion of water due to dehydration and potassium because his kidneys were not working correctly. Patient reported the next morning (B)(6) 2013 at 9 am, his blood glucose level was 6.5 mmol/l (117 mg/dl) so he was placed on the infusion device again. Patient stated since then, his blood glucose levels are rising again; at 2 pm his blood glucose level was 25 mmol/l (450 mg/dl). No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to an use error. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause the condition reported by the patient. E4 were found in the history. The occlusion limits were tested successfully. Further finding: according to the pump history the time/date settings have been lost after restart of the pump/battery change. The acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. The supercap did not function anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used to provide energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump. The insulin pump correctly notified the user after restart of the pump with an e8 (error 8: power interrupt). According to the user manual, the user has to check the time and date settings after an e8 appeared and has to correct date and time if they are wrong. The history analysis showed, that the user did not set the date and time thereafter. Therefore, the hourly basal rate settings differed from the rates normally applied, when the pump has the date/time properly adjusted. Several error e8 (power interrupt) were found in the pump history. The mentioned e8 error is not a malfunction of the pump. The e8 appeared because the user did not turn the pump into stop mode before he changed the battery. No bolus delivery of 15 iu (as reported by the customer) could be found in pump history. Further investigation of the pump identified two bolus deliveries, which roughly correspond to the customer's description of two boluses of 15 iu during approx 1.5 hours: event-no (B)(6): bolus delivery of 16 iu; event-no (B)(6): bolus delivery of 16.5 iu the second bolus was delivered 1h 42min after the first bolus. There were no similar events stored in the pump history. Due to the wrong date/time settings, the event number is given.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.